Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that the pump battery shut off and subsequently could not be charged after customer dropped the pump in water. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.